Manufacturer narrative:
The device was investigated by a getinge service technician on the 2019-09-01: failure description: the user turned on the device, after a while, the fault occurred in the hospital and no patient involvement was reported. Then the getinge service technician came to the hospital and opened the machine and replugged the plug of the battery, then turned on the rotaflow. The error disappeared and the device worked normal. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4).

Manufacturer narrative:
A follow-up will be submitted when additional information becomes available.

Event description:
The user will report ¿error¿ ¿b temp¿ alarm when the centrifugal pump is running. After the battery is plugged in and replugged, the machine fault is eliminated and the work is normal. Complaint ID: (B)(4).